Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01444. It was reported that the right ventricular lead dislodged, and the implantable cardioverter defibrillator migrated. It was noted that the patient twiddled the device. An x-ray was performed and confirmed that the device was flipped, and the lead was dislodged. The lead and the device were both re positioned. The patient was in stable condition.